Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Report is for one (1) unknown screw. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6)as follows: during surgery, the surgeon was attempting to remove a screw in a philos plate, and the recess in the screwdriver broke. There was reportedly 15 minutes surgical delay. Complaint is for one (1) unknown screw. This is report 2 of 2 for (B)(4).